Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable did not deliver power/energy to hemopro 2 kit. A replacement device was used to complete the procedure.

Manufacturer narrative:
Trackwise ID (B)(4).

Manufacturer narrative:
Trackwise#: (B)(4) 8/30/22 added health effect clinical code. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint. H3 other text : device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable did not deliver power/energy to hemopro 2 kit. A replacement device was used to complete the procedure. No harm to patient reported.